Event description:
Since january 2003, the pt reportedly was unable to hear intermittently while using the sound processor. In march 2003, the pt was seen by a company representative for device evaluation. Programming adjustments were made. In 2003, the pt was seen by an audiologist at the hospital for evaluation. An x-ray confirmed proper placement of the electrode array. The recommendation was made to schedule explant surgery.